Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). This report is submitted on january 24, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an extrusion of the receiver/stimulator. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 22, 2023.